Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Sales representative on behalf of healthcare professional reported capsular contracture, "baker grade 3". This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Sales representative on behalf of healthcare professional reported capsular contracture, "baker grade 3". This record is for the right side. The device remains implanted. It is unknown if the devices will be returned.